Event description:
Event: explant. Case detail: a successful implant was performed in 2003. The following month it was reported that the graft limbs had thrombosed, and the graft had been explanted in 2003. No other details were given.